Event description:
Additional information was received on (B)(6) 2011 indicating that the patient was seen again at an appointment and the generator could be interrogated without issue. The physician's programming system was functioning properly and the patient was said to be doing well. The exact cause of the failure to program is still unknown; however device failure has not occurred. Proper troubleshooting steps were discussed with the physician.

Event description:
It was reported that the physician was receiving an error message while trying to interrogate the patient's generator and was unable to communicate with the device. Additional information was received indicating that the handheld was plugged into the wall during the physician's attempts to establish communication. It is unknown if the failure to communicate was caused by electrical interference or if there is an issue with the patients generator. Attempts for additional information have been unsuccessful to date.